Manufacturer narrative:
The correct date of explant was (B)(6), 2011; not (B)(6), 2011 as previously reported. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an allergic reaction to the device. The device was explanted on (B)(6) 3011. It is unknown whether there are plans to reimplant the patient as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
(B)(4).